Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) was interrogated and displayed a gray bar indicating a decreased battery longevity estimate. It was further reported the device had been interrogated previously and had not indicated adequate battery longevity estimate. The device was not used. There was no patient involvement.